Event description:
An endurant stent graft system was implanted for use for the treatment of an abdominal aortic aneurysm. It was reported that after the bifurcation stent graft was deployed properly and during removal of the delivery system the delivery system was nearly out of the patient when the back end gray part of end of system unscrewed apart. The physician noticed that it came unscrewed and screwed it back together and further removal over the wire outside of the patient was completed without any problems. No patient complication during deployment only with removal of delivery system was encountered. No clinical sequelae were reported and the patient is fine. The physician stated the event was related to the device evaluation summary: the event was confirmed; the rear handle could easily be separated from the delivery system. The root cause of the event was most likely manufacturing related.

Manufacturer narrative:
(B)(4).